Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip opening) could not be determined in this complaint. It should be noted that the instructions for use for mitraclip gen 4 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation.¿ as it is reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr), this is an off-label use of the device. However, it cannot be confirmed in this case if the off-label use contributed to the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted without issues. To further reduce tr, a second clip ((B)(6)) was inserted and successfully deployed. However, after the clip was deployed, the physician felt as though the clip had slightly opened. Even though the clip slightly opened, it remained stable on the leaflets. To further reduce, mr, two additional clips were implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.